Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding the cause of the pump having ran dry in 2017 and if there was a device issue, patient/therapy issue, procedure issue, etc., none of the above was noted. The patient was in (B)(6) and was unable to come back to (B)(6) for the refill. The patient¿s weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine and morphine both of unknown drug concentrations at unknown dose rates via an implantable pump for non-malignant pain. It was reported that the patient had let their pump run dry and they were in withdrawal. The change in therapy/symptoms were described as having occurred gradually. The pump was eventually filled. After the pump was filled they were in withdrawal for 18 hours. The event occurred 18 months ago in 2017. The date (B)(6) 2017 is considered an approximate date of event (year known only). The physician the patient was seeing at the time of the event was clarified. Their current refill alarm date was (B)(6). Physician listings were provided as requested. No further patient complications have been reported as a result of this event.